Event description:
It was reported that when the battery was inserted into the battery box of the mobile power unit (mpu), the battery was being displaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section e1: customer site was (B)(6). Reporter contact information was not available. Manufacturer's investigation conclusion: incidental findings: battery door was damaged. The reported event of a battery being displaced after installation into the battery compartment was confirmed during testing of the returned mobile power unit (serial number: (B)(6). After installing all three batteries into the compartment, it was found that the battery in the center would become slightly displaced. This issue was isolated to the negative terminal spring of the center battery slot being slightly offset. The observed issue did not affect the mobile power unit¿s ability to supply power to a test system controller and mock circulatory loop. A manufacturing analysis task was completed under another event to further investigate the offset spring within the backup battery compartment. This investigation revealed that the battery holder¿s supplier specification does not control the positioning of the negative terminal spring. A supplier change request (scr) has been initiated to obtain a supplier whose battery holder design places the negative terminal spring in the center and ensures proper dimensional control. This transition resolves the issue of aa batteries being displaced within the battery holder. The device history records were reviewed for the mpu (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms.. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: product information updated. D9 : date returned to manufacturer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.